Event description:
It was reported that the stockert generator had been showing a lower than actual temperature on the display. The user was aware of the temperature being lower than normal because during ablation at about 29 degrees celsius - 30 degrees celsius or lower with an irrigation flow at 30 ml/min, was enough to provide effective and acceptable ablation results. The physician stated that the temperature difference was consistently about 5-10 degree.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).